Event description:
The customer reported to olympus, that an e311 white balance incomplete error code was received when the cv-190 was connected to the camera head. The customer had to manually perform the white balance. There were no reports of patient harm. No further information was received from the customer.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer was provided troubleshooting information. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned, the phenomenon could not be reproduced. As a result, the root cause could not be identified. However, per the instruction manual, "e311 error is an error that occurs when white balance cannot be detected. (Instruction manual cv-190, chapter 9 troubleshooting, 9.2 troubleshooting guide)." Olympus will continue to monitor field performance for this device.